Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-08564. It was reported that the physician drained the fluid over the ipg site that was green/yellow in color and the pt was immediately admitted to the hosp. The entire scs system was explanted due to infection. The pt was treated with intravenous antibiotics. A culture was taken and the result was unk. Follow-up indicated that the pt was recovering and requested for reimplant. No further info is available at this time.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.